Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2021.   Additional information was requested and the following was obtained: 1.what is the total number of procedures with the device issue? Unsure, the customer only advise it was multiple times that this has occurred. No specific number reported. 2.have any of these events been previously reported ethicon? If so, provide the respective reference number(s). No, this is the first time reported to jjm. 3.how the procedure was complete? For this procedure reported, medtronic device was used. Other procedures unknown. 4.please provide procedure date: not provided 5.any patient consequences? No patient adverse reported for any case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of procedures with the device issue? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). How the procedure was complete? Please provide procedure date any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date in 2020 and the absorbable straps were used. During surgery, while fixating the mesh, the securestrap initially did not fire. Then the second time the doctor went to fire two tacks came out of the device. The tacks were also not attaching properly. This event has occurred multiple times now and the surgeon will no longer use the device as the inefficiencies the device causes to his procedure and the unpredictability of the device. The device was discarded, and a competitor device was used to successfully complete the procedure. The surgery was delayed due to the event. It was reported that the patient is okay. There were no adverse patient consequences reported.